Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The initial na results in the range of 111-138mmol/l were reported out of the lab. The samples were repeated on a different instrument and higher results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated once a day. The lab is using the twice-weekly flow cell maintenance procedure. The customer replaced the na electrode. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.